Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that unspecified foreign material adhered/clogged in between scope cover and auxiliar water channel, between nozzle and scope cover, and bending section cover glue occurred because the reprocessing could not be conducted properly due to leakage from scope cover. The suggested event is detectable and preventable by handling the device in accordance with the following instructions for use: instructions for use states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Instructions for use states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. In case you find abnormality of the device such as leakage and/or damage, please stop using the device in procedure and ask olympus for repair. If there are uncertain or unclear reprocessing steps, the experts will visit you for observation and training. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material between plastic distal end cover and nozzle, between plastic distal end cover and jet tube and in the bending section cover adhesive. There were no reports of patient involvement.